Manufacturer narrative:
Qc was erratic and getting init cond hi errors during this time. The customer performed monthly glucm maintenance but this did not resolve the issue. Glucm calibration was also failing sporadically. A bec field service engineer (fse) was dispatched and discovered that the root cause appeared to be bubbles in the reagent line due to the reagent cap assembly not tightened and allowing air to aspirate instead of reagent. Customer had loaded a fresh bottle of reagent onto the system prior to this event occurring. Although the customer and fse noted precipitate in the bottom on the reagent bottle, fse verified this reagent lot was running successfully on the customer's other instrument and was not impacting performance. The customer was instructed on how to prepare the reagent prior to loading onto the instrument.

Event description:
A glucose post-mod customer contacted beckman coulter inc. (Bec), in regards to obtaining initial condition high (init cond hi) with suppressed result messages on glucose module (glucm) qc and patient results, generated on the unicel dxc 800 pro synchron chemistry analyzer. Customer could not provide how many samples exhibited this error. The customer did provide one example of glucm result of 40 mg/dl and the critical rerun gave 78 mg/dl. It is unknown what result was reported. Patient treatment was not affected in this event as the customer runs glucose samples in duplicate mode and verifies results prior to reporting.